Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 597 mg/dl. The customer had treated with 17 units of manual injection to bring his blood glucose down. Customer's blood glucose value was 597 mg/dl. The customer stated pump was not giving insulin and it goes to set bolus. The customer stated they had issues with bolus wizard feature off and customer was advised to use the review settings, then the customer was able to turn on the bolus wizard. The product was not returned for analysis.